Event description:
The provider states the end user was being transported by her husband when he hit a pothole and this cracked all of the spokes on the front wheel. When this occurred, the end user was dumped out of the chair. No injuries noted .